Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to lead impedance greater than 3000 ohms with no bipolar capture. A new brady lead was placed with a different model in the left bundle branch placement. No additional adverse patient effects were reported.